Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise and oversensing. Due to this, inappropriate shocks were delivered. X-rays were performed which showed proper lead insertion and no obvious signs of lead impairment. It was decided to reprogram the system to the secondary vector as it showed good amplitude and r/t ratio. This system remains in service. No further adverse patient effects were reported.